Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's husband reported via phone call that the sensor alarmed lost sensor, and when the patient removed the sensor from her body the cannula was split. The patient's blood glucose at the time of incident was 202 mg/dl. The sensor was returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle complaint due to the customer did not return the insertion needle, sensor only. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.